Event description:
Procedure: lap chole. According to the reporter: the device was used for bladder and when it was grasped and pulled ventrally, the outer cylinder was torn and fell into the patient cavity. The fallen piece could be retrieved. No bleeding. No tissue damaged. Not extended more than 30 minutes. No patient info available.

Manufacturer narrative:
(B)(4). Initial report sent to the FDA on: (B)(6) 2010.